Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list "significant pleural or pericardial effusion requiring drainage" as a potential device or procedure-related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to treat a patent foramen ovale (pfo). The left disc appeared to deploy in a constrained shape. The disc was recaptured and deployed twice before achieving an acceptable shape as confirmed with echocardiography and fluoroscopy. The right disc deployed without issue. Upon locking, a considerable shift occurred as the device settled into the septum. Fluoroscopy showed the device sat in a more en fosse position than typically observed in pfo closures. The procedure was concluded uneventfully. Approximately one hour following case completion, the patient became unstable due to a pericardial effusion. The patient was tapped of approximately one liter of blood, a drain was placed, and the effusion was resolving. Once stable, the patient was transferred to another facility for observation. The implanting physician had no definitive conclusion whether the effusion was caused by a wire, catheter, ice catheter, or the occluder.